Event description:
It was reported that during remote device check, a progressive rise in pacing lead impedance was noted. All other electrical parameters were in range. Lead was capped and replaced. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.